Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) year since the subject device was manufactured. Based on the results of the investigation, the root cause for the event was not determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was not confirmed. It was noted that the electrical connector had corrosion and water tightness was lost due to a pinhole on the channel tube. The distal end had a dent and the connecting tube was deformed. The joint section between the bending tube and distal end was not secured due to damage on the bending tube. The universal cord had buckling and the connector had bad contact which was okay after cleaning. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis exera ii ultrasonic bronchofibervideoscope had no image. There was no patient harm or user injury reported.